Manufacturer narrative:
Complaints database review revealed that no further similar events have been reported for this unit since its installation in 2021. Complaints statistical data analysis confirmed that no concerning trends have been detected associated with reported failure mode. Based on the investigation findings, it cannot be ruled out that the most likely root cause of the reported event is wear/aging of the patient pump 2 with the contribution of the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6) india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the patient pump 2 has been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 3 is blocked (e22), on patient circuit 2. The issue occurred during priming. There is no report of patient injury.